Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had multiple pump error. The customer¿s blood glucose was 100 mg/dl at the time of incident. Customer was able to clear the alarm. Customer was able to complete insulin pump rewound. Customer reported that the self test did not passed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and the displacement test. No unexpected pump error 53 or pump error 63 alarms noted during testing however, the downloaded history files confirmed pump error 53 is due to a software error and pump error 63 alarm (variable 3) is found in the downloaded history files due to broken pin on the keypad assembly.